Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating the customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a communication failure. A field service engineer (fse) worked with the customer to verify network port that was on the pyxis virtual local area network. Customer was able to identify the location and the fse confirmed connection through remote support service. The system functioned as intended after the field service engineer had investigated the device.